Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, during loading when the handle of the delivery catheter system (dcs) was turned, while opening the capsule, the connection of the handle broke. The dcs was replaced and not used to complete the procedure. It was noted that a loose tab was present in the packaging. It was unknown if both deployment knob tabs were intact. It was reported that loading was performed by an experienced loader; the handle was not over-driven and no unusual tension was noted in the system. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the handle appears intact. The tip-retrieval mechanism appears intact. The deployment knob appears to retract and advance the capsule. The trigger moves with resistance to fully advance and retracted positions and locks in place when released. The device was returned with the end cap/screw gear snap fit connected. Voids are observed along the proximal end of the capsule. The inner member shaft and spindle hub appears intact with no evidence of damage. At this point the deployment knobs were separated by the analysis technician. From close observation, both tabs appear to have a hairline fracture at the point where the tab protrudes from the deployment knob. Scratch marks are observed on the actuator components. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The subject dcs was returned to medtronic for analysis. A small section of delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force. The source of the bending which caused the delamination may have occurred during loading or during return transport for analysis. The actuator components were received intact on the dcs, and when they were separated during analysis, both actuator snap fit tabs appeared to be damaged. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Some resistance moving the trigger was noted during analysis. The description of the event does not indicate any resistance or tension during loading. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.